Manufacturer narrative:
(B)(4). H3, the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04), drill.

Event description:
It was reported that a crack was found around the cutting flutes of a 0-degree peg drill. Attempts to obtain additional information have been made; however, no more information is available at this time.